Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9014779, medical device expiration date: n/a, device manufacture date: 2009-01-26, medical device lot #: 2242135, medical device expiration date: n/a, device manufacture date: 2012-09-12. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that lancet 33ga 100 count us was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no: 322057 batch no: 9014779, 2242135. It was reported that pharmacy received lancets without manufacture date and expiration date. Received from email: hi, I have bd ultra-fine 33g lancets without manufacture date and expiration date.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that lancet 33ga 100 count us was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no: 322057 batch no: 9014779, 2242135 it was reported that pharmacy received lancets without manufacture date and expiration date. Received from email: hi, I have bd ultra-fine 33g lancets without manufacture date and expiration date.